Event description:
A report was received from the clinical study indicating that immediately after the index procedure ventricular fibrillation (vf) occurred outside the cath lab. The event was attended at the moment with defibrillation obtaining atrial fibrillation and re-intervention finding image of probable pre-stent thrombus in the lad treated successfully with simple balloon angioplasty. The diagonal was patent, but with timi flow was ii in the last injection. Increase in cardiac enzymes and myocardial infarction was confirmed. The event was resolved without sequel. At one month follow-up, the patient remained asymptomatic and complaint with the antiplatelet regimen.

Manufacturer narrative:
The indication for the procedure was stable angina pectoris. The target lesion was a de-novo, bifurcated, and moderately calcified left anterior descending (lad). Timi flow was iii pre and post-procedure. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02626 and 9616099-2007-02627. Any additional information will be submitted within 30 days of receipt.